Event description:
Programmed on visit (B)(6) 2024 with mpp. Reportedly, in the remote follow up done on 03/06/2024 there is no value for autothreshold, even if vector 2 is programmed in "monitoring". Message displayed is "all attempts interrupted".

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Review of the provided data dated 03 june 2024 revealed: - on the last 143 days (from 12 january 2024 to 02 june 2024), no lvat_mp2 was successful. The tests failed after 5 retries (corresponding to ¿all attempts interrupted¿) - almost all test failed during the 1st calibration phase to identify lvpacing cycles. After lvpacing, the egm signal is detected within the pvc window [55-78ms], therefore as per specifications, the calibration/test fail. - usually, after lvpacing, the egm signal does not occur before 78ms, but it depends on the lv lead model and on lv lead implantation position. Based on available information, no issue is suspected on the crt-d. This case is retained for trends purposes.

Event description:
Programmed on visit 12/01/2024 with mpp. Reportedly, in the remote follow up done on 03/06/2024 there is no value for autothreshold, even if vector 2 is programmed in "monitoring". Message displayed is "all attempts interrupted."